Manufacturer narrative:
(B)(4)

Event description:
It was reported that high impedance and capture thresholds were observed on the left ventricular lead during routine follow-up. The patient was asymptomatic. Device reprogramming was performed and normal lead values were obtained.